Manufacturer narrative:
(B)(4). Blank display not found during testing. The device passed the self test, sleep current measurement, active current measurement and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 181 mg/dl. Customer stated that the contacts on the battery cap were neither missing nor damaged. The troubleshooting was performed for blank display and display was not returned. The customer was advised the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.